Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "handle proved stiff to slide. Foot on instrument snapped. Item was used before break noticed. Procedure was completed as originally planned."